Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone tip melted, nothing fell in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Tissue and charred buildup was observed at the jaws. The heater wire was observed to be slightly flexed at the center of the hot jaw. The heater wire remained attached at the tip and base of the hot jaw. The silicone insulation was observed to be peeled/detached at the tip of the cold jaw. The detached silicone insulation was not returned for evaluation. There was no evidence that silicone insulation on both jaws were melted, charred, cracked and whitish in color indicating burn of device. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the return condition of the device and the evaluation results, the reported failure mode "thermal decomposition of device" was unable to be confirmed, but was confirmed for the analyzed failure modes "peeled jaw" and "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone tip melted, nothing fell in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.